Event description:
It was reported left hip revision surgery due to hip pain, limited range of motion, blood tests revealed elevated metal levels of cobalt so severe as to cause cardiomyopathy.

Event description:
It was reported that after a bhr construct was implanted on (B)(6) 2012, the plaintiff experienced hip pain, limited range of motion, elevated cobalt levels on blood results, and cardiomyopathy secondary to elevated cobalt levels that develop since (B)(6) 2018. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. During surgery black staining was found around the periarticular tissues, a culture of these tissues was performed and were positive for staph cohnii in anaerobic culture (resistant to oxacillin and erythromycin). After procedure plaintiff started treatment with bactrim. Plaintiff status was reported as stable and with no complications after the revision surgery, per last record of follow up.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 74122152 acetabular cup 44/52mm + 74123144 femoral head 44mm. Similar complaints have been identified and this failure will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. Without the details of the devices, medical details of the reported issue, failure modes and reason for revision involved in this complaint, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the tasks will be reopened and completed. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event that medical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 74122152 acetabular cup 44/52mm + 74123144 femoral head 44mm. Similar complaints have been identified and this failure will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. Without the details of the devices, medical details of the reported issue, failure modes and reason for revision involved in this complaint, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the tasks will be reopened and completed. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event that medical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.